Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure, the delivery system balloon ruptured at the end of valve deployment and there were difficulties withdrawing the device resulting in an iliac artery dissection. Surgical access was via left femoral artery. The introducer insertion was easy, with a shallow insertion angle. A 23mm balloon valvuloplasty was performed before the valve implantation.  The 23mm sapien 3 ultra delivery system was prepared with +2cc added to nominal volume (total 25 cc) due to the ¿mismatch between vbr (26mm) and sinotubular junction (23/24mm) with semilunar calcification¿. The s3 valve was positioned a little high and the operator pushed a little bit to correct the position during rapid pacing. When balloon inflation started, the valve moved into the ventricle but it was possible to reposition with good final position. After counting 2 sec of inflation time the balloon burst. Despite the burst balloon, the valve was well expanded. While trying to remove the system the ¿broken balloon didn't enter anymore inside the axela sheath, and got stuck. The balloon was blocked in that position.¿ extra force was required to remove the axela and delivery system together, causing common and external iliac arterial dissection and requiring surgical repair. The patient was stable at the end of the procedure

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02448. The delivery system was returned to edwards lifesciences after being used in the procedure. The delivery system was inserted through alexa sheath and full loader assembly. The image of the balloon post-procedure and procedural cine showed the following: balloon fully inflated before burst; image of balloon burst; annulus calcification.  The delivery system was visually inspected and the following was observed:  longitudinal balloon burst; no abnormalities were observed on the delivery system. The delivery system was able to flex and unflex with no abnormalities. No other relevant functional testing was able to be performed due to the condition of the returned device.  Dimensional analysis was performed, the single wall thickness of the inflation balloon was measured at multiple locations near the observed burst. The balloon single wall thickness measurements were within specification.  The complaints were confirmed through visual inspection. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons were 100% dimensionally and visually inspected for any abnormalities.  Delivery systems were 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. In addition, product verification testing was performed on a sampling basis and passed all testing for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon burst and delivery system withdrawal through sheath.  A review of the complaint history from july 2018 ¿ june 2019 revealed other returned similar complaints for the trend categories, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. Review of the ultra delivery system instructions for use (IFU), device preparation and procedural training manuals was performed and no IFU/training deficiencies were identified. The procedural training manual provides step-by-step guidance on different techniques that could be use when attempting removal of a ruptured balloon, including the following: ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch, twisting handle while removing the delivery system into the tip of the sheath, and removing sheath and delivery system as a single unit.¿ a review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst and delivery system withdrawal through sheath were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on the review of DHR, lot history and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation's supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, additional volume above indicated was used when deploying the valve. It is possible that the additional volume caused the balloon to burst. It is also possible that the balloon interacted with calcification upon inflation, and the calcium punctured the balloon. Per report, severe stj calcification was noted. Once the balloon burst, its deflated profile would have been larger than normal. This would have contributed to the withdrawal difficulty. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation, neither a product risk assessment (pra) escalation, nor corrective/preventative actions are required at this time.  However, a pra was previously initiated per management¿s discretion to investigate the ultra delivery system balloon burst issue and its associated risks. In addition, a corrective action/preventive action (CAPA) was previously initiated to address the ultra balloon burst and retrieval issues, as well as monitor the effectiveness of the ultra training bulletin.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.